Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had exhibited low amplitude measurements and an increase in thresholds during a post-implant check. An x-ray taken indicated the ra lead had dislodged. Surgical intervention was performed and the ra lead was repositioned successfully. All measurements taken afterwards were within acceptable range. No additional adverse patient effects were reported.